Event description:
The account generated false negative axsym hcv v3.0 results on a patient specimen who tested centaur (B)(6) reactive and (B)(6). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.this report is being filed on an international product, axsym hcv v3.0, list 3b44, that has a similar us product distributed in the us, axsym anti-hcv, list 5c36. An investigation is in process.